Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history showed that rebooting had occurred. There was no physical damage was found to the battery compartment. The battery cap was found to be damaged; all of the battery contacts were found to be bent inward. Intermittent power was duplicated during testing as the battery cap would not tighten securely to the pump. A test battery cap was inserted and the pump was exercised for 24 hours without power issues. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.